Manufacturer narrative:
3194 adhesive code is not accepted by the system. Per visual inspection: no physical damage noted to cartridge holder. Front cap shell does not lock in place properly. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: broken bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly, difficult to dial/dose, cap anomaly, inpen not dispensing. The customer reported a blood glucose value of 270 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-105nngyna. Customer reported high bgs. Customer confirmed insulin delivery by dispensing a 2 unit prime in the air. The customer reported retracting the inpen screw is difficult. Customer tried another needle and primed inpen to resolve the issue.the customer reported a broken/damaged inpen. Inpen replacement initiated. No further patient complications were reported. Mmt-105nngyna was requested and the customer response was the device will be returned.